Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative replaced the filament driver board and calibrated the filament. The system was tested and is operating as intended.

Event description:
The customer reported that the 9900 system displayed fast stop error messages. No pt injury was reported.